Event description:
It was reported that the patient was unable to charge the ipg due to placement of the battery. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned, per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.